Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The returned 00mlxau light source is in used condition with the mirror holder misaligned due to rough handling/environmental damage. The misaligned heat mirror would lead to the issue of overheating. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that the lightsource (00mlxau) was turned off in the middle of an unspecified case as it was producing a lot of heat and burn marks were noted around the wolf port. There was no patient injury and no delay in surgery. Another lightsource was used.